Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge helmer was failed. A field service engineer had properly shut down the main unit and proceeded with a hard reboot of the bd fridge. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was failed and required maintenance the customer stated that the malfunction occurred when user trying to issue medication to patient, and the user was able to retrieve medication from the pharmacy, which led to a delay in dispensing medication for the patient. There were no adverse events or injuries reported based on this event.